Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of infection (unknown onset) is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported right side "infection", "breast soreness, shooting pains in armpit", "fluid sack around nipple", "rashes", and "severe anxiety, textured". Patient later reported right side "rupture", "pain", "fluid buildup", and "grave disease, autoimmune disorders" (non device related). The device remains implanted.

Event description:
Patient reported right side "breast soreness, infection, fluid sack around nipple and shooting pains in arm pit". Patient later reported they "would break out with rashes, had severe anxiety and a exchange from textured to smooth breast implants due to her concern with the product". Patient later also reported a right side "rupture, autoimmune, graves disease, pain, fluid buildup, and auto immune disorders". Healthcare professional later confirmed a right side rupture, breast soreness, infection, fluid sack around nipple and implant removal from textured to smooth due to the concerns of the product. Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d.6b, g1, g2, h6. Further investigation summary: with the information collected during the investigation, there is enough evidence to support that device serial number (B)(6) was manufactured under controlled conditions in accordance with abbvie¿s procedures and were no defects/problems/issues found in the documents related to the reported event. Seal strength results were acceptable. Environmental monitoring results were found to be acceptable, and they confirmed that there was not an adverse impact on environmental conditions, device quality or performance. The sterilization run 103275 is not related to any additional complaint infection record reported as of today. During the trend review of all gel infection complaints for the period of may-2021 through apr-2023, no adverse trend was noted. Given the fact that the cause of the infection cannot be specifically associated to the manufacturing process, and there is not an adverse trend for this type of event, and no ER/ ncr(s) or temporary changes were identified during the investigation associated to this lot and the complaint, no corrective action is deemed necessary at this time.

Event description:
Patient reported right side "breast soreness, infection, fluid sack around nipple and shooting pains in arm pit". Patient later reported they "would break out with rashes, had severe anxiety and a exchange from textured to smooth breast implants due to her concern with the product". Patient later also reported a right side "rupture, autoimmune, graves disease, pain, fluid buildup, and auto immune disorders". Healthcare professional later confirmed a right side rupture, breast soreness, infection, fluid sack around nipple and implant removal from textured to smooth due to the concerns of the product. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ rupture: observed, one opening assessed as fold flaw opening. ¿ skin/rash/dermatitis: unable to observe since it is a medical event and is not related to the device. ¿ anxiety-product/procedure: unable to observe since it is a medical event and is not related to the device. ¿ infection (unknown onset): unable to observe since it is a medical event and is not related to the device. ¿ pain: unable to observe since it is a medical event and is not related to the device. ¿ cyst: unable to observe since it is a medical event and is not related to the device. ¿ autoimmune/connective tissue disorders-ndr: unable to observe since it is a medical event and is not related to the device. As per the investigation procedure, crease, wear abrasion and non-penetrating nick was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.